Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that the patient had their ins removed because ¿there was some kind of problem,¿ but the caller could not remember what the problem was. No symptoms were reported. The event date was asked but was unknown. The hcp was calling to confirm MRI eligibility for the patient as their ins was removed and now they only had their leads implanted. The patient was not found in our records. It was mentioned that the patient reported their ins was implanted on (B)(6) 1990. No further complications were reported/anticipated.